Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) displayed user advisory "(ua)42" (force overload tripped) error message" was not confirmed in the archive data and not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. According from zoll sr. Technician, ua42 may have occurred during the take-up, and the load force monitoring circuit detected too much force applied on the load plate. This likely be related to the patient's chest being too stiff to compress. During the visual inspection, noted that the load plate cover was defective with a cut. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling. The load plate cover was replaced to address the physical damage. The archive data review showed no significant discrepancies. No ua42 error noted. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test confirmed both load cell modules were functioning within the specification. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed all the final tests without fault or error.

Event description:
The autopulse platform (sn (B)(6) displayed user advisory "(ua)42" (force overload tripped) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.